Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 48 mg/dl, which was treated with food and juice. Blood glucose level near the time of the call was 109 mg/dl. Customer declined low blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.